Event description:
It was reported that the ivc filter tilted, and two filter limbs perforated the cava wall. Reportedly, due to clot burden in the vena cava, immediately after filter implant, the pt underwent thrombolysis and an infusion catheter was placed. The following day, imaging demonstrated that a large clot had dislodged and was captured within the filter, resulting in an approx 45 degree filter tilt. A CT scan demonstrated that a filter arm was allegedly very close to the aorta. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. This is the only complaint reported to date for this mfg lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.